Manufacturer narrative:
(B)(4) = clip, feeding issues. The analysis results found that the device was received with the jaws in the closed position and with one j shaped clip inside the jaws; no burr was noted in the jaws. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, a double feed incident occurred during the first firing sequence. It is possible that the feeding issue occurred as a result of the trigger not engaging the anti-backup ratchet prior to releasing; however, no conclusion could be reached as to what may have caused the found condition. The remaining clips were conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was visible during the 14th firing sequence thus, it was not completely visible. The findings are not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device jammed when the surgeon attempted to dry fire it. They completed the procedure with a new like device. There was no patient consequence reported.